Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had history of hemolysis which began in (B)(6) 2013. The patient was treated with zarelto, plavix and aspirin (asa) and had been stable but was admitted with shortness of breath (sob). Pump parameters show flow +++ and increasing power. Low voltage alarms were noted in the history log. The patient received a heart transplant on (B)(6) 2013.